Manufacturer narrative:
Additional information received and noted that the patient expired. Care was withdrawn. Clinical assessment has been and captured to b5 event description. Following the clinical assessment, the reportable event classification was revised to death. As a result, sections b1 (adverse event/product problem), b2 (outcomes attributed), and h1 (type of reportable event) were updated. Note: the actual date of death is not known at the time of this follow-up report. A provisional date, based on the explant date, has been recorded. A supplemental report will be submitted upon receipt of the confirmed date of death or any new, relevant information. Complaint/patient coding has been revised to reflect the updated reported event. As a result, the h6 health effect ¿ clinical/impact and medical device problem coding has been fully updated and should be considered the representation of the reported event. Related report number. This is one of two devices associated with the event. Refer to h10 for the related report number(s).

Event description:
Clinical narrative: (updated 2026-5-26 with new patient outcome). The patient support continued on the 5.5 and aic for over 39 days when the patient expired when care was withdrawn. The 5.5 had been used for patient support well beyond the pump's indication for use as noted in the instructions for use. The death is conservatively being reported to the impella 5. And aic, but is unlikely related and is most likely attributed to patients underlying critical condition as they presented in scai stage d shock. An impella 5.5 was inserted via the axillary artery graft site to support the 56 year old male patient who had been admitted in with cardiomyopathy, presenting in scai stage d shock. The patient was already on support with the intraaortic balloon pump (iabp) and extracorporeal membrane oxygenation (ECMO), as well as inotropes, vasopressors, and a vent for respiratory needs prior to the pump placement. The other underlying medical history was not shared. On day 6 of the support the team had a purge cassette leak. They removed and replaced the cassette with no consequence to the patient and support. The automated impella controller (aic) still alarmed for air in the purge despite all de-airing and troubleshooting attempts. This prompted the team to replace the aic with a backup. After the switch of aic the alarms resolved and there were no issues. The aic will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange, however the exchange was performed with no consequence to the patient and support. The pump support continues to date. The patient has survived.

Event description:
Clinical narrative: an impella 5.5 was inserted via the axillary artery graft site to support the 56 year old male patient who had been admitted in with cardiomyopathy, presenting in scai stage d shock. The patient was already on support with the intra aortic balloon pump (iabp) and extracorporeal membrane oxygenation (ECMO), as well as inotropes, vasopressors, and a vent for respiratory needs prior to the pump placement. The other underlying medical history was not shared. On day 6 of the support the team had a purge cassette leak. They removed and replaced the cassette with no consequence to the patient and support. The automated impella controller (aic) still alarmed for air in the purge despite all de-airing and troubleshooting attempts. This prompted the team to replace the aic with a backup. After the switch of aic the alarms resolved and there were no issues. The aic will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange, however the exchange was performed with no consequence to the patient and support. The pump support continues to date. The patient has survived.

Manufacturer narrative:
This is one of two related reports. This report represent the automated impella controller and another report was submitted to represent the purge cassette. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.